Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred while using the dexcom g7 continuous glucose monitor (cgm). The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced a hypoglycemic. Around 7:00 am, the patient attempted to pair a new g7 sensor to his dexcom mobile app and tandem insulin pump, however, he received a ¿cannot pair sensor¿ alert. The patient continued to troubleshoot until 9:00 am when he needed to leave for school. It was also noted that the patient did not perform a blood glucose (bg) meter reading during this time. Once at school the patient began experiencing nausea, fatigue, and was in a ¿semi-conscious state¿. The patient then eventually lost consciousness. The school administrator called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 20 mg/dl. No cgm values were being provided due to the patient¿s earlier pairing issue. Ems treated the patient with ¿sugar packets¿. The patient remained unconscious for approximately 30 minutes. Eventually, the patient¿s bg meter reading rose to 90 mg/dl. The patient was not taken to the emergency room. The patient was ¿okay¿ at the time of report. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.